Event description:
A medtronic representative reported after the surgeon made the bone flap, removed it, and was over the tumor that he believed the stealth was inaccurate by as much as 3 cm. During registration process, the placement was not ideal as there were no fiducials placed on the opposite side of the head from the tumor. In order to improve the accuracy the tragus of the right ear was picked as a point on the scan and matched in the registration. After initial registration the accuracy measurement was 3.4 but the approximately 2/3 of the area of the 4 cm tumor was inside the green sphere of accuracy. The surgeon made the decision to proceed with this registration after verifying his accuracy at the nose, medial and lateral campi and over the know site of the tumor. The original plan for the bone flap that was marked on the skin was not enlarged or changed in anyway, the surgeon was able to resect the tumor as planned without navigation since the tumor was a surface menengioma. No impact to the patient outcome was reported.

Manufacturer narrative:
The device manufacture date provided.

Manufacturer narrative:
The device manufacture date is unknown at this time. No parts or files have been received by the manufacturer for evaluation.